Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was turning on and off automatically. The customer's blood glucose was 167 mg/dl. The customer stated the insulin pump was not dropped, bumped. Or exposed to moisture. No damage or corrosion was found. The customer inserted a new battery and the display returned. The customer was advised to remove the battery for ten minutes, clean the battery cap, and insert the battery again. The display returned. The customer performed a self-test, which was passed. Nothing further was reported.